Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse test drove the system and was unable to reproduce the issue. The system was tested and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted surgical procedure, during a tool exchange, that the instrument in arm 3 moved when inserted through the cannula, without the user prompting the system to perform that action. The onsite logs were not available. The procedure was completed with no reports of patient injury. The issue was escalated to the intuitive field service engineer.